Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Dried blood past the helix mechanism up through the lumen. Helix is stretched. Stylet was returned in the lead.

Event description:
Boston scientific received information that during a routine follow up, this right ventricular (rv) lead revealed low pacing impedance less than 200 ohms and noise. A revision procedure was performed and the lead was removed and replaced. The new lead was checked and all measurements were normal and within range. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. Upon receipt the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.